Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that the device exhibited "0720> error 1720". During analysis, the device was powered up and it alarmed ec 1720 which is an issue with the back-up capacitor. Subsequently, the back-up capacitor was replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.